Manufacturer narrative:
Age or date of birth, weight: unknown, information not provided. If explanted, give date: n/a (not applicable). The lens remains implanted. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign body came out from an intraocular lens (iol) injector when a lens was being inserted. It was removed and stored. There was no medical or surgical interventions required. There was no patient injury. The product will be returned. The lens has been implanted. The patient outcome was reported as there was no inflammation observed one day after the operation. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that a correction MDR in the 1st supplemental report was submitted to correct method code during investigation of product return. It was noted as 4117 which was incorrect because the suspect product (the injector/handpiece part), was actually returned for evaluation. Therefore, correct method code should be 10 instead of 4117. This report is being submitted to correct this. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that the "company representative" box in the section "g2" of the initial MDR report was inadvertently not marked; therefore, it has been corrected in this supplemental MDR report. In review, it was also noted that the verbiage for "h3-81" was inadvertently not entered in the initial MDR report and the code "4114" was inadvertently used instead of "4117" in the initial MDR report, which they have been captured in this supplemental MDR report. The following fields were updated accordingly: section g2 report source added: company representative. Section h6: type of investigation: 4117. Section h3-81 (other): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: may 6, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. The alleged foreign material was received taped to a handpiece tray. Visual inspection under magnification revealed the alleged foreign material was returned adhered to a piece of plastic and circled by the customer. Visual inspection of the handpiece revealed no issues externally with the handpiece. The handpiece was disassembled, and the assembly was inspected, no assembly issues and no additional particles could be found inside of the handpiece. The foreign material was sent to an independent laboratories for analysis. The independent laboratories was unable to test the material as the size was too small to be tested; therefore, the fourier transform infrared (ftir) results could not be compared to the component library. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.